Event description:
Procedure: diaphragmatic plication. According to the reporter: covidien endo stitch auto suture device would not release needle upon removal from patient. The needle was broken during an attempt to remove it with a retained portion of the needle still remaining in the device. A subsequent "like" device was utilized for completion of the surgical procedure. Reason for use: laparoscopic diaphragmatic plication. The patient? Was an x-ray used for the purpose of locating the device components that would not have otherwise been needed or scheduled?

Manufacturer narrative:
(B)(4).